Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017, with blood glucose of 51 mg/dl and 20 mg/dl at the time of the incident and hospitalization respectively. The customer put 300 units in the pump on the morning of the incident, and after a few hours, only had 17 units left. The customer received a low reservoir and insulin flow blocked alarms and had a 400 mg/dl blood glucose reading at the time. Customer was at 95 mg/dl at the time of the call. The customer was given juices, glucose tablets, soda, sushi, candy, sweet potato, and chicken to treat for the lows. The customer used manual injection to treat for the high. The customer was not wearing the insulin pump while hospitalized, within less than 48 hours. Troubleshooting was completed and the customer believes the pump over-delivered insulin. Customer got to 129 mg/dl before the call ended. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08700 inches. No unexpected insulin flow blocked alarm noted during testing. Installed a water filled test reservoir, and primed pump. Set a basal rate for 1 u/hr and monitored the pump for five (5) days. Several boluses were programmed and delivered. All basal profiles and programmed bolus delivered their indicated amount and were verified in the summary history screen. The units left at pump display matched properly the units left at the test reservoir. No delivery anomaly, bolus anomaly, or basal anomaly noted during testing. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.